Event description:
It was reported to boston scientific corporation that a wallflex biliary (10x60) covered stent was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2013. According to the complainant, the indication for stent placement was to treat stricture, approximately 4 cm in size.. The patient's anatomy was not torturous. The lesion was not dilated prior to the procedure. During preparation prior to the procedure, it was noted that the distal part of the stent and catheter were kinked. They proceeded to use the device for the procedure. During the procedure when attempting to deploy the stent, it was unable to completely deploy. The partially deployed stent was reconstrained and the device was removed from the patient. The procedure was completed with another wallflex biliary covered stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.